Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2025-10931. Related manufacturer report number: 2017865-2025-10932. Related manufacturer report number: 2017865-2025-10933. It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv), right atrial (ra), and left ventricular (lv) leads were extracted due to patient death. The immediate cause of death was indicated as cardiac arrest. There was no allegation of malfunction. Further information was requested but not received.

Manufacturer narrative:
The lead was returned due to patient death. As received, only connector portion of a partial lead was returned in one piece. Electrical tests did not find any indication of any conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage.